Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A doctor reported an intraocular pressure (iop) spike following a micro-stent implant procedure. The iop spike that he reported was in a patient who fell outside of indication. He imaged the patient and found that there was no space around the stent and no visible reservoir that would allow the drainage of the aqueous. The device remains implanted.

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of intraocular pressure (iop) spike post op; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).